Event description:
It was reported by the rep that during a lap cholecystectomy procedure, the device was feeding multiple clips in the beginning of the procedure. Another device was used to complete the case with no pt consequence. They did not perform a cholangiography and the device was used in normal circumstance. One device is being returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the right side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected 10 remaining clips due to the cam condition. It was disassembled and no anomalies were found with the internal components. An investigation has been initiated to determine the cause of this issue.